Event description:
During review of the event history log, it was determined that a repeating pattern of downstream occlusion alarm suggests that the device was falsely alarming for downstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4) baxter evaluated the device and found that the downstream sensor flex had corrosion on it and the input/output printed circuit board was failing. It was determined that these failing parts caused the false downstream occlusion alarms and have been replaced.